Manufacturer narrative:
Date sent: 5/1/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior rectal resection procedure, the device cut completely but did not staple completely. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.